Manufacturer narrative:
Eval results: the lead has compression damage about 19 cm from the stimulation end. Lead passes continuity testing. Lead lot number unk. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-00709.